Manufacturer narrative:
Concomitant medical products: 3222 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the left ventricular (lv) epicardial lead. The patient experienced diminished cardiac function with the decreasing ejection fraction under 30%. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.